Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing blisters under two of the electrodes. One of the blisters had broken and bled, while the other was full of liquid. The patient cleaned the electrodes with rubbing alcohol, but his condition did not improve. The patient reported one of the blisters was now open and the other was scabbing. The patient spoke to their doctor and was recommended cortisone cream. During a follow-up, the patient indicated the irritation has improved after he put cortisone under each of the electrodes.